Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced blood glucose (bg) levels between 195-300 (mg/dl). A correction bolus was delivered to address bg levels. Reportedly, contact believes candy consumed contributed to customer's elevated bg levels and therefore declined to complete troubleshooting with tandem technical support. Recommendation was made to discuss diabetes management with their health care provider.